Manufacturer narrative:
A ge service representative performed an onsite investigation. The x-ray tube was evaluated and identified as requiring replacement. The customer has elected to replace the tube themselves. No conclusion can be drawn as conclusive repair info is unavailable at this time and no add'l service info was provided.

Event description:
The customer reported that the system intermittently failed to boot to a usable state and exhibited intermittent functionality. No patient serious injury or death was reported related to this event.